Event description:
A transfer set had to be replaced because it was broken. The home patient (hp) realized it was broken, because the hp was wet. This was noted during use. The set was in place since 2005. In order to prevent peritonitis hp was hospitalized for two days. Vancomicyn was given as prevention therapy.